Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-22, additional information was received from the manufacturer representative (rep). There were no symptoms related to t he event. The exact day/month/year of the discrepancies was not known. The cause of the volume discrepancies was unknown. The last refill showed 7cc expected and only 1 cc was left and aspirated from the pump.

Manufacturer narrative:
H3: analysis of the pump revealed no anomaly. The returned pump was interrogated and as per the logs the following medications were being administered as of on (B)(6) 2020: fentanyl with concentration 23.8 mg/ml and marcaine with concentration 0.3 mg/ml. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected serial number of affected pump to (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via company rep regarding a patient receiving fentanyl at unknown dose /concentration via intrathecal infusion pump for non-malignant pain. It was reported that the pump reservoir was consistently lower volume than expected on telemetry. No environmental/external/patient factors were reported that may have led or contributed to the issue. The catheter was studied with no issues shown. The pump was replaced. The issue was resolved at the time of the report. The patient¿s status was alive with no injuries.